Event description:
As reported by the user facility information by bbm sales organization in poland: "overinfusion" reason of complaint: the user states that the pump gave an infusion of 525ml scheduled for 24hrs in only 10hrs. The pump history shows that the pump was running at a preset rate of 21.88ml/h for the first 10h, then an air alarm occurred several times. At the time of the first alarm the pump gave 220.61ml, at the time of the last alarm it gave 221.53ml. After that, the pump was turned off. There is no indication that the pump is delivering the medication at any rate other than the programmed rate.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been returned for investigation in our service laboratory. This follow-up report is based on the technical test report in our service laboratory in poland. In this case only the device history of the pump was investigated. No problem was found in the history files. No additional tests were performed. The complaint was assessed as not confirmed.